Manufacturer narrative:
The bag/vent switch was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative discovered during checkout the bag/vent switch was not operating as expected. There was no report of patient involvement.